Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a mock demonstration endometrial thermal ablation procedure in 2009, a hole was noticed in the balloon. The device was not being used on a patient when the event occurred and there were no adverse patient consequences.